Manufacturer narrative:
Updated fields - b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) inspected and observed intermittent failure of the drive transducer and manifold k6, k7, and k8. A final estimate had been submitted. Fse replaced valves and drive manifold. The equipment was ready for use.

Event description:
N/a

Event description:
It was reported that during start-up the cs300 intra-aortic balloon pump (iabp) when accessing the device's service menu and viewing its logs, the 'cs300 *cardiac surgery biomed delivery' errors displayed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(problem code) (investigation conclusion).